Event description:
It was reported that a patient underwent a kin tumor resection surgery procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - one dispensed used suture in two sections. H6 6. Investigation findings: c22 ¿ photo investigation. Additional information was requested, and the following was obtained: - when did the needle detach/pull off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please explain. --during use on the patient. H3 investigation summary: the product was returned to ethicon for evaluation. One dispensed used suture in two sections was received for analysis. Product code vcp493h. During the visual inspection of the suture pieces, the insertion mark could not be observed on the strand. One of the ends appears to be broken and the other ends were noted to be cut probably cause by a surgical instrument. However, the needle was not returned for evaluation to determine the assignable cause. A photo was provided showing one open foil and one used suture for product code vcp493. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.